Event description:
It was reported that a spectrum infusion pump falsely alarmed upstream occlusion. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(6). The device was returned to baxter and an eval was performed. The eval confirmed the reported symptom false upstream occlusion alarms through review of the event history log, but could not reproduce it. The eval found that the ultrasonic readings were below specification, which makes the pump more sensitive to false upstream occlusion alarms. The ultrasonic sensor was replaced to correct this condition.